Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, three heartstring iii devices failed to deploy as the seal would not open properly. It is unk how the procedure was completed. The hosp did not report any pt effects. The hosp is retaining the devices and will not be returning them for investigation. Refer to MFR report #s 2242352-2012-00238 and 2242352-2012-00239 for the related reports.